Event description:
It was reported that after removing the .014 hi-torque balance middleweight hydro (bmw) guide wire from it's packaging the tip coil was noted to be unraveled. Another bmw guide wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no incidents reported from this lot. The investigation determined the reported break appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that manipulation during removal from the dispenser coil, the tip was inadvertently damaged resulting in the tip break and/or unraveling of the tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.